Event description:
Caller states that he tested at 198mg/dl and 284mg/dl a few minutes later. He reports taking diabetic medication and testing 1-2 hours later 1t 62mg/dl on the device. No adverse event reported. Caller ate to elevate his blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.